Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for ultrasound examination of the target lesion. After flushing and during checking outside the patient, the lapjoint was slightly pulled and separated easily. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached. No damages or failures were observed on the ccp (catheter code pcba) board assembly.

Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for ultrasound examination of the target lesion. After flushing and during checking outside the patient, the lapjoint was slightly pulled and separated easily. The procedure was completed with another of the same device. There was no patient injury.